Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, customer continued to use pump for insulin therapy and declined to provide additional information.